Manufacturer narrative:
Follow-up # 2 ¿ (03/10/2015). The patient¿s meter has been returned on 2/25/2015 and evaluated by lifescan product analysis on 2/27/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/21/2015). The patient¿s test strips have been returned on 2/9/2015 and evaluated by lifescan product analysis on 2/9/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an assay did not start during control solution tests with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter read inaccurately high compared to her feelings / normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began around (B)(6) 2014 when the product was used for the first time. The patient reported obtaining elevated readings of approximately ¿12 ¿ 13 mmol/l¿ which she felt were higher than expected and also seemed higher than her previous ultra2 meter. The patient manages her diabetes with a combination of diabetes pills and takes a fixed dose of insulin in the evenings. The patient denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿shaky and blurry vision¿ on (B)(6) 2015 at approximately 5:30 pm which was a ¿couple of days after¿ the alleged meter issue began, and reported obtaining a reading of ¿10.4 mmol/l¿ at the time. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting the csr noted that the unit of measure was set correctly and that the test strips were not expired. The csr noted that the patient did not have control solution so was unable to walk through a re-test. The csr also educated the patient on washing hands / test area prior to testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.